Manufacturer narrative:
Batch review performed on 17 jun 2019: lot 184382: (B)(4) items manufactured and released on 05-oct-2018. Expiration date: 24-sept-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: lot 182637: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 03-jul-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the completion of the primary hip surgery and while the patient was in the recovery room, the head dislocated from the liner. The surgeon revised the 36mm biolox delta head s with a 36mm biolox delta head l head and the surgery was completed successfully. The surgeon used a superior capsulotomy approach in the primary surgery.